Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was observed on the ventricular channel. The lead was recently examined by fluoroscopy and no damage was observed. The patient will be monitored.